Event description:
Sales rep reported that a post-op x-ray showed on screw had backed out 2mm from the swift plate. The surgeon is taking no action at this time. As surgical intervention may be required an MDR is being filed to document this event.